Manufacturer narrative:
Follow up with the customer on (B)(6) 2012: patient was treated once since event was reported (1 treatment/month). Patient was administered hydrocortisone + piriton IV prior to ecp treatment: no symptoms occurred. This info does not change the initial assessment. Mxp: (B)(4); qerts: (B)(4).

Manufacturer narrative:
The etiology of the patient's symptoms are not clear. The symptoms appear to be temporally associated with the re-infusion of the buffy coat cells which contains treated cells, unactivated methoxypsoralen, plasma, heparin and potentially ethylene oxide. The dizziness, lightheadedness and flushing sensation without a change in blood pressure experienced by the patient on more than one occasion would be unusual for an allergic reaction. While we cannot rule out an allergic reaction to methoxypsoralen, the symptoms are suggestive of a serotonin-like release syndrome with the patient's platelets being a possible source. We have asked the treating hcp if he has considered this possibility and have not received a response from the site to date. (B)(4). Qerts: 267310.

Event description:
Customer is complaining about: light-headedness/ dizziness 'during treatment. Issue started in august 2012, during 11th treatment of this patient. Reported on 24-0ct-2012, at the same time as most recent event reported for this patient, see (B)(4). 2.4 ml uvadex administered. After this event, patient was administered hydrocortisone + piriton IV prior to ecp treatment: cust fell asleep during treatment, no symptoms. Patient requested not to get hydrocortisone + piriton IV again, but that reinfusion rate be lowered for next ecp. No more details provided. Cellex system serial number unknown. At the time, operators attributed the symptoms to patient anxiety.